Event description:
The customer reported to olympus, the high flow insufflation unit when powered up, the display does not work. The event occurred prior to use for an unknown procedure. There was no patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus. The customer later reported that a olympus representative had assisted the customer in resetting a function on the device, which resolved the issue. Details were not provided regarding what function on the device had been reset. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the lack of information provided and the device not being returned for evaluation, a definite root cause could not be determined. However, it is likely it could have been an issue with the settings of the device as resetting it resolved the issue. Additional information has been requested regarding this event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.